Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing had cracks. It was further determined that the cracks were due to the device going through the sterilization process. It was also noted that the device was replaced. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the power module device was not working. The reporter indicated that the device went through a sterilization process. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.